Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for degen disc disease/herniated disc pain and spinal pain. It was reported that when the patient had a rechargeable ins, it did not work for the patient's situation so it was replaced with a non-rechargeable ins. No additional information could be obtained during the report. No symptoms were reported. No further complications were reported or anticipated.